Event description:
It was reported that a pre-filled lube jelly syringe was found to be opened within the procedural pack.

Manufacturer narrative:
It was reported that a pre-filled lube jelly syringe was found to be opened within the procedural pack. Reportedly, the lube leaked over the other components within the procedural pack. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. No photo or physical sample was provided for evaluation and a root cause was unable to be determined. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.